Event description:
It was reported that a patient underwent an umbilical hernia repair in 2010 and mesh was implanted. During (B)(6) 2013 the patient developed a recurrent hernia. The surgeon stated that only parts of the mesh remained in the patient. The defect was repair with a different mesh.

Manufacturer narrative:
(B)(4). Additional information was received that indicates this event does not meet serious injury reporting criteria. This event is therefore not reportable.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted. See also medwatch 2210968-2013-06088. The same patient is represented in each medwatch.